Manufacturer narrative:
Visual and functional assessments were unable to be performed due to the instrument not being returned to the manufacturer. A photograph was provided by the complainant, however, the reported damage and identifying markings were not able to be identified in the image. No additional details were provided by the complainant in regard to the condition of the device and its failure mode. A review on the device manufacturing records was not completed because the complainant did not provide a lot number and it was not visible in the image provided by the complainant. A definitive root cause could not be determined because the instrument was not returned for assessment, and no additional identifiers were provided. There have been three other complaints of similar nature in the past twelve months. The manufacturer will continue to monitor for reports of damaged system inserters and will perform complaint investigations and regulatory reporting as necessary.

Event description:
The complainant contacted the manufacturer on 10/21/2025 to report a product complaint with a system inserter. It was reported that the inserter broke during surgery and was requested to be replaced. No other complaint details were provided by the complainant.